Manufacturer narrative:
A review of the device history record traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. A sample is expected for this investigation. When the sample is received by the lab, the investigation will be reopened. At this time, this investigation will be processed for closure. A review of the reported pak¿s bill of materials (bom) shows each unit should include products tv2d72pl65- gloves, surg,6.5, protexis, pf, sy (non-latex) and tv2d72pl70- gloves, surg,7.0, protexis, pf, sy (non-latex). A review of the flex deviation history report shows this lot did have a deviation applied to the unavailable component tv2d72pl70- gloves, surg,7.0, protexis, pf, sy (non-latex) to be substituted with available alternative msg1070- glove, surg, sensicare, pf,7 (non-latex). A review of the flex production traceability report shows all tv2d72pl65- gloves, surg,6.5, protexis, pf, sy (non-latex) and msg1070- glove, surg, sensicare, pf,7 (non-latex) were built into this finished goods lot. After review of the manufacturing records, we confirmed there was no problem with the build of the pak. The pak was built correctly with the correct glove type. No action will be taken for this occurrence, a manufacturing records review confirmed this finished goods lot was built correctly. We recommend for the customer to contact their houston sales admin team to select the preferred glove type. No further action will be pursued at this time for this occurrence. No adverse trends have been observed associated with the reported product and event. Quality assurance will continue to monitor customer complaints via the complaint review meetings and will take action for any future occurrences as is deemed necessary. Flex completed and performed a personnel awareness for the complaint. Not possible to determine root-cause since to the investigation, the gloves included in the work orders are not latex. This complaint will be closed without no further corrective action required for flex process, complaints received for this issue and reported condition will continue to be tracked and trended. Therefore, no further corrective action required for flex process. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that they received the gloves which contained latex. There was no patient harm. The procedure details were unknown. Additional information has been requested; however, no further information has been provided.